Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances, over 40k. There was a loss of stimulation and a return of pain.  Programmed 8-15 electrodes that weren¿t 40k and over and still no stimulation to cervical paddle. The cause noted by the rep was the pt describes bad fall in store, several other small falls and car accident. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the patient was revised on (B)(6) 2024. The 0-7 lead was found to be bent/cracked. The 8-15 lead was out of the generator completely. A new lead and ins were implanted and are now intact without impedances or connection issues.

Manufacturer narrative:
Concomitant medical product: product ID 39286-65 lot# va0u499027 implanted: (B)(6) 2016 explanted: (B)(6) 2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.